Manufacturer narrative:
Patient identifier: unknown, requested not provided. Age & date of birth: unknown, requested not provided. Patient sex: unknown, requested not provided. Weight: unknown, requested not provided. Ethnicity: unknown, requested not provided. Race: unknown, requested not provided. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been off-axis loading during the rear-lock maneuver resulting in device disassembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device involved pulled out of the delivery tube during the setting phase. On the second click back, the device did not lock in place and pulled apart. The implant deployed successfully with no effect on the patient. The event occurred post-treatment. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The case was completed normally. Additional information was received on 20 sep 2022: it was reported that resistance was felt, therefore angio-seal was aborted. The procedure performed prior to using the closure device was a left heart catheterization (lhc). A 6 french procedure sheath was used. There were no difficulties reported with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The device involved was used for hemostasis. No equipment or other devices used with the product involved.